Manufacturer narrative:
Concomitant medical products: prowler select plus (details unknown). Guide catheter (details unknown). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The device has not been received for analysis. With review of the available information, a likely root cause is that the distal end of the stent had not been fully deployed out of the microcatheter and then deployed within the guide catheter as the microcatheter, with the partially deployed stent, was retracted back through the guide catheter. The deployment within the guide catheter would have occurred if the microcatheter was retracted back from the delivery wire/stent while within the guide catheter. With review of the device history records and reported information there is no indication of any manufacturing issues related to the event with procedural factors appearing to have impacted the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
One non-sterile enterprise pouch and non-cordis microcatheter was received inside of a plastic bag for analysis. The enterprise stent and the delivery wire were not received for analysis. No other visual anomalies were observed. The functional analysis could not be performed due the stent and the delivery wire not being returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint could not be confirmed since the stent and delivery wire were not returned for analysis. Although the root cause cannot be confirmed, with review of the available information, a likely root cause is that the distal end of the stent had not been fully deployed out of the microcatheter and then deployed within the guide catheter as the microcatheter, with the partially deployed stent, was retracted back through the guide catheter. The deployment within the guide catheter would have occurred if the microcatheter was retracted back from the delivery wire/stent while within the guide catheter. With review of the device history records and reported information there is no indication of any manufacturing issues related to the event with procedural factors appearing to have impacted the event. Therefore, no corrective actions will be taken at this time.

Event description:
While he was trying to advance the enterprise vrd (enf453712/10220496) through prowler select plus (details unknown), he couldn't find the stent marker. So he moved the table from the aneurysm lesion to the puncture site. Afterwhile, he found the stent deployed inside guiding catheter (details unknown). He cannot understand this situation. The microcatheter was advanced through the guide catheter and the stent was advanced through the microcatheter after the microcatheter was placed at the target lesion. It was not pre-loaded in the microcatheter. The microcatheter, positioned at the target site, was then moved backward as the stent remained in place to deploy. The image ¿stentinguiding¿ was received showing visible markers, reported as the enterprise, visible inside of a catheter, reported as guiding catheter. With review of the images, it is confirmed that the markers are visible under fluoroscopy and that the stent is inside of the catheter. Procedure was prolonged 15 minutes as a result of difficulties encountered with the device. No vessel code or patient information provided.